Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the instrument has not been returned for evaluation. Review of the provided image is consistent with the alleged issue of instrument arcing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument smoked. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-dec-2024: there was no arcing observed and no damage to the instrument was noted after the arcing. A bipolar instrument was also in use when the issue occurred. The instrument was not in tissue contact when the event happened. There was no patient harm, and the patient has not returned to the hospital due to any post-surgical complications as a result of the event. The instrument was inspected prior to use with no damage. The instrument was properly connected. There was no instrument collision during procedure. The instrument tip did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to instrument activation. Grounding pad was not in use at the time, and it did not have any issues or defects. The energy leaked from the instrument wrist. The monopolar curved scissors (mcs) tip cover accessory appear to be properly installed with no damage observed. The orange surface was not visible. An installation tool for the tip cover was used. There was no electrolube/lubricant applied to the mcs instrument prior to tip cover installation. No photographic images of the device or recording of the procedure is available for isi to review.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have localized melting near the tube extension. The instrument was placed and driven on an in-house system. The instrument passed the electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis. The probable root cause of the reported issue was attributed to insulation degradation and carbonized tissue creating a conductive path.